Event description:
The customer stated that his meter was reading high. He performed 2 normal control tests and received results of 190 and 245 mg/dl. The normal control range is 90-121. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.